Event description:
It was reported after using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that one bottle failed to grow b.vulgatus. No adverse impact was reported regarding the patient or user. This is report 2 of 2.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.